Event description:
The iab leaked upon insertion. The iab was removed and another iab was inserted and worked fine. Event complications: none from the event - reported 9/30/98. Pt's current status: unk - reported 9/30/98.